Manufacturer narrative:
The events of "breast incision opened, infection, and red breast syndrome" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: "breast incision opened, infection, and red breast syndrome".

Event description:
Patient reported "breast incision opened, infection, and red breast syndrome." Affected side is right; device has been explanted. The manufacturer of the device is unknown.